Event description:
Customer obtained results of 600 mg/dl and 120 mg/dl on accu-chek advantage system. Customer reports additional comparison with results of "hi" (greater than 600 mg/dl) and 97 mg/dl on accu-chek advantage system. On both occasions, test results were obtained with 10 minutes. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.